Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The most likely cause for the discrepancy observed is due to the sample having a low viral load where results are known to waiver on repeat testing and the time delay for repeat testing where samples were not stored adequately. No curve abnormalities were noted throughout the datasets. Also of note, the sample was stored at room temperature for more than 4 hours after collection, between the initial test and the 2nd and 3rd retest. As per the method sheet specimens collected in transport media (utm or uvt, m4, m4rt, m5 and m6) may be stored up to 4 hours at room temperature or up to 72 hours at 2-8°c if immediate testing is not possible. Facility name: (B)(6).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from switzerland alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 and a negative result for influenza a&b. The same sample was retested on a separate cobas® liat® system which yielded a negative result for all three targets. The same sample was retested again on a separate cobas® liat® system and generated a positive result for sars-cov-2 and a negative result for influenza a&b. The sample was retested a third time on the cobas® liat® system used for the first retest, which yielded a negative result for all three targets. The positive results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.